Manufacturer narrative:
Block b3: exact date unknown, event occurred during the explant date prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 5142597 UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 5127201 UDI: (B)(4).

Event description:
It was reported that the patient had infection. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained.